Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that the patient infusion set's tubing detached/broken at the site connector and was leaking at the infusion site. This issue occurred five times on the following dates: (B)(6) 2021 (first), (B)(6) 2021 (second), (B)(6) 2021 (third), (B)(6) 2021 (fourth) and last on (B)(6) 2021 (fifth). The patient's blood glucose level at the time of five events were 301 mg/dl on (B)(6) 2021, 236 mg/dl on (B)(6) 2021, 264 mg/dl on (B)(6) 2021, 225 mg/dl (B)(6) 2021 and 194 mg/dl on (B)(6) 2021, respectively. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.